Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance. The lead was suspect of a fracture. The lead was removed and a new lead was implanted. It was further reported that the implantable cardioverter defibrillator (ICD) was replaced during lead revision because it became unsterile. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.